Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the patient had j&j gastric band implanted but had it removed 4 years ago due to adhesions and other symptoms. No other details provided.